Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator model#: sc-2317-50 serial #:(B)(4). Description: infinion cx 50 cm lead model#: sc-4318 lot #: 18442544 description: clik x anchor model#: sc-3138-25 serial #:(B)(4). Description: scs phiii ext 25cm the explanted devices were not returned to bsn as it were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also noted that the ipg had flipped inside the pocket. The patient underwent an explant procedure. No device malfunction was suspected.